Event description:
A nurse reported a system message displayed and then the system locked during surgery. It is unk how many pt's were involved; however, each case was completed using a manual technique following a 30 min delay. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system, confirmed the customer reported system message (sm) upon system startup, and replaced the communication power cable. The system was then tested and met product specifications. The company rep also monitored the next day's surgeries per the surgeon's request. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).